Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent bluetooth pairing failure between a dexcom g7 sensor and the ilet, while the dexcom app continued to display glucose readings, and the user intermittently toggled sensor type settings and restarted devices without resolution. Symptoms included no ilet glucose values despite available dexcom readings. Outcomes included the user performing manual glucose entry and beta bionics arranging an ilet replacement. Investigation included guided troubleshooting steps, bluetooth disconnection and re-pairing attempts, reentry of the pairing code, application reinstall, log retrieval for battery assessment, and follow-up for device return. Investigation of this case revealed a likely communication and pairing issue limited to the ilet interface with dexcom g7, with user report of potential cross-environment interference when another person initiated a sensor nearby and with noted heavy battery drain that could affect connectivity. It was concluded, based on previously established findings for similar reports, that the cause was probable bluetooth connectivity disruption and device performance degradation.